Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime or compromised force sensor system alarm test, excessive no delivery test and occlusion test. No motor error alarm noted. The motor was tested outside of the device and passed. Insulin pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a recurring motor error alarm. The alarm would occur each time they try to bolus. The customer¿s blood glucose during the incident was 400 mg/dl. Troubleshooting was performed. The customer was able to complete the insulin pump rewind. The alarm history contained more than one motor error alarm within a 30-day period. The insulin pump will be returned for analysis.